Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported high blood glucose (bg) despite an earlier supply change using a 23" inset infusion set. The agent guided the user through another supply change, identifying the previous site was likely placed in scar tissue. Later, the user experienced a low bg of 52 mg/dl, treated with soda and an everything bagel with cream cheese. The agent advised following the 15g rule for future corrections. Bg stabilized at 83 mg/dl by the end of the call. The lowest blood glucose (bg) recorded was 52 mg/dl, and the highest was 400 mg/dl. Bg was corrected through a supply change and carbohydrate intake. The user's reported symptoms during the event included shakiness during the low. No medical intervention was reported at the time of call.